Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and immunoglobulin g4 related disease ('autoimmune diagnosed igg4') in an adult female patient who had essure (batch no. D06931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), immunoglobulin g4 related disease (seriousness criterion medically significant), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy total abdominal , salpingectomy laparoscopic). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, heavy menstrual bleeding, immunoglobulin g4 related disease, psychological trauma, urinary tract infection, fatigue, alopecia, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, immunoglobulin g4 related disease, nausea, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for autoimmune diagnosed igg4, psych injury, bladder/urinary problems uti (B)(6) 2015 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: no results given. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received: lot number added. Case become serious incident, essure date and surgeries were added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.